Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced a generalized tonic-clonic type seizure during programming of motor cortex stimulation. Contributing factor was appeared to be related to increasing parameters of stimulation when trying to improve paresthesia overlay of facial pain. Tongue abrasion due to bite during seizure was noted. Stimulation was turned off immediately, patient was placed in lateral position on the ground and given oxygen. Ambulance was called immediately and arrived within 10 minutes. Patient was transferred via ambulance to hospital ER where he was assessed and observed overnight. Stimulation left off until consultation with treating neurosurgeon. No surgical intervention occurred, nor was planned. The issue was resolved at the time of this report. Additional information was received reporting the patient did not have previous history of seizures. There was no information from the neurosurgeon at this stage. The stimulation has not been turned back on.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, lot#: 0208122631, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 14-feb-2018, UDI#: (B)(4), foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.